Event description:
Device report from synthes reports an event in portugal as follows: it was reported that on an unknown date, the instrument had a broken tip. No further information is available. This report involves one reduction forceps with points broad-ratchet. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.